Manufacturer narrative:
An event of left bundle branch block and prolonged pr intervals were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block and prolonged pr intervals could not be conclusively determined. The reported hospitalization was due to case-specific circumstances. Following implantation, the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant. During procedure, the activated clotting levels were 310s and heparin was given. A pre-implant balloon valvuloplasty was done with 26mm non-abbott balloon. The valve partially re-sheathed one time due to the implant depth was low. The final implant depth at non-coronary cusp (ncc) was 6.4mm and left coronary cusp (ncc) was 5.6mm. After the implant, the patient went into left bundle branch block (lbbb) and had prolonger pr intervals throughout the stay. The patient required prolonged hospitalization due to this event. The patient was reported discharged.